Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: 0942-35-3322 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was a hemostatic valve failure with back bleed. Vizigo sheath was flushed, dilator was inserted, and the sheath was inserted into the patient's body as usual. After that, the dilator was removed, a syringe was connected to the three-way stopcock, and blood was aspirated, but there was backflow from the hemostatic valve. The same phenomenon was observed when the device was removed from the patient's body and checked on a cleanliness table. The problem was resolved by replacing the vizigo sheath. Additional information received indicating the hemostatic valve was not dislodged inside and dislodged outside the hub. The brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. A few drops of blood loss were observed.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was a hemostatic valve failure with back bleed. Vizigo sheath was flushed, dilator was inserted, and the sheath was inserted into the patient's body as usual. After that, the dilator was removed, a syringe was connected to the three-way stopcock, and blood was aspirated, but there was backflow from the hemostatic valve. The same phenomenon was observed when the device was removed from the patient's body and checked on a cleanliness table. The problem was resolved by replacing the vizigo sheath. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation was completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgment issue reported by the customer was confirmed. The potential caused of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).